Event description:
Irrigation syringe was attached to foley balloon luer lock and not irrigation luer lock. Approximately 10 ml of sterile water was injected into balloon, causing the balloon to pop. Rn used balloon port instead of flushing port. New foley was placed.